Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_iosomnipod software app version: 2.2.1operating system: 18.7hardware: iphone15.4cgm sensor type: g7please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported that a pod became excessively hot approximately 2 hours after activation. The patient experienced hyperglycemia, with blood glucose levels reported to exceed 400 mg/dl while the pod was in use. The patient reported that the pod was delivering insulin, however, blood glucose levels did not decrease. To treat the issue, a new pod was applied. The patient will be issued a new device.